Event description:
It was reported that a pericardial effusion and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. A contrast appendogram was performed to analyze the positioning of the devices. After deployment of the closure device, the device appeared to have a shoulder, thus the closure device was repositioned. A tug test was performed, and a pericardial effusion was seen on the right side of the heart after the tug was initiated. The patient remained stable. The device was partially recaptured three times before release criteria was met, and the closure device was subsequently implanted. Five minutes post procedure, the patient exhibited hypotension, in which an arterial line was placed to treat this hypotension. The patient's pericardial effusion remained at 1.09cm in size. The patient's hemodynamics stabilized, and they were transferred to the coronary care unit in a conscious state. The patient was treated for the pericardial effusion with medication and fluids. The patient was discharged home the following day. It was further reported that the pericardial effusion was located on the right side of the heart near right ventricle.

Event description:
It was reported that a pericardial effusion and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. A contrast appendogram was performed to analyze the positioning of the devices. After deployment of the closure device, the device appeared to have a shoulder, thus the closure device was repositioned. A tug test was performed, and a pericardial effusion was seen on the right side of the heart after the tug was initiated. The patient remained stable. The device was partially recaptured three times before release criteria was met, and the closure device was subsequently implanted. Five minutes post procedure, the patient exhibited hypotension, in which an arterial line was placed to treat this hypotension. The patient's pericardial effusion remained at 1.09cm in size. The patient's hemodynamics stabilized, and they were transferred to the coronary care unit in a conscious state. The patient was treated for the pericardial effusion with medication and fluids. The patient was discharged home the following day.